Event description:
(B)(4) received a call on 07/05/2016 reporting a medical intervention that occurred on (B)(6) 2016 in the early afternoon. Patient ((B)(6)) called in stating he tested his blood glucose with the prodigy meter and received a result of 227mg/dl. (B)(6) believed the reading was incorrect and that his blood glucose was not that high. (B)(6) was experiencing symptoms of chest pains and having a hard time breathing. (B)(6) took his metformin medication and ate lunch prior to the medical intervention. (B)(6) performed an additional test with the prodigy meter and received a result of 209mg/dl. (B)(6)'s normal glucose reading around the time of day of the event is 115-130mg/dl. Paramedics were called 1 hour after testing with the prodigy meter. Paramedics arrive approximately 5-10 minutes after being called. Upon arrival the paramedics tested (B)(6)'s blood glucose with their meter with a result of 132mg/dl. Approximately 1 hour and 30 minutes passed between testing with the prodigy meter and the paramedic's meter. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.